Manufacturer narrative:
(B)(4). A distributor evaluated the device and connected an air line to the pressure regulator; an abnormal noise was generated and the regulator vibrated. When the air line was removed, the noise stopped. The regulator had a leak and was defective.

Event description:
It was reported that during patient use a ventilator generated an abnormal noise near the exhalation valve. The device continued ventilating/cycling. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider returned a pressure regulator. The service engineer evaluated the regulator and verified the reported issue. The regulator was placed into a test ventilator and an abnormal rattle sound was observed. The part was removed and inspected for defects and damage and some loose components inside the base of the regulator where the air flow tubing connected. The reported event was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.